Event description:
A 1000 ml bag of ns was being used to monitor cvp on pt. At the time of the incident the cvp monitor was off to administer a medication. The ns bag (under pressure) was found leaking a significant amount of fluid onto the floor underneath an operating ventilator. Bag of ns itself was leaking. The tubing was functioning properly and was not leaking. The bag of saline was under the normal pressure applied to such bags for monitoring at 300mm/hg. The pt was not injured. The bag of ns was dc'd and placed in a plastic bag. The cvp set up was replaced completely.